Manufacturer narrative:
The substance was tested and found to be (B)(4). As the device was not returned, the complaint could not be confirmed. There was no evidence that the nail was manufactured with the material inside. The manufacturing process was reviewed and it was determined that there was no source along the manufacturing process that could produce (B)(4) similar to the one returned for this event.

Event description:
It was reported that a metallic foreign substance came out from the hollow portion of the nail during surgery. Patient outcome: no adverse effects have been reported as a result of this event. The report indicates that no problem occured in regards to the patient.